Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, the physician was closed an asd with an 18mm aso. The defect was properly balloon sized to 17.5mm with a 24mm amplatzer sizing balloon, so an 18mm aso was selected. The device was delivered through a 9fr torqvue and was positioned with no difficulty. Imaging prior to and after release noted that the device had good tissue capture and was in a stable position. The procedure was noted to be straight forward and uncomplicated. Later that evening, the patient stated that they didn't feel well. An echo was performed and noted that the patient had a pericardial effusion. The patient was brought back to the cath lab and a pericardiocentesis was performed. The patient was then referred for emergent surgery. The surgeon noted that there was a perforation in the left atrium, which extended in to the aorta. The perforations were patched and the patient was recovering as of (B)(6) 2019.

Manufacturer narrative:
An event of pericardial effusion due to a perforation in the left atrium was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, the physician was closed an asd with an 18mm aso. The defect was properly balloon sized to 17.5mm with a 24mm amplatzer sizing balloon, so an 18mm aso was selected. The device was delivered through a 9fr torqvue and was positioned with no difficulty. Imaging prior to and after release noted that the device had good tissue capture and was in a stable position. The procedure was noted to be straight forward and uncomplicated. Later that evening, the patient stated that they didn't feel well. An echo was performed and noted that the patient had a pericardial effusion. The patient was brought back to the cath lab and a pericardiocentesis was performed. The patient was then referred for emergent surgery. The surgeon noted that there was a perforation in the left atrium, which extended in to the aorta. The perforations were patched and the patient was recovering as of (B)(6) 2019.